Manufacturer narrative:
Batch review performed on 24 september 2025. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø28/dmd (k092265) lot. 2342327: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 05-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices also revised: ball heads: mectacer 01.29.201 28mm biolox delta head s (k112115) lot. 2403628: (B)(4) items manufactured and released on 04-march-2024. Expiration date: 13-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After 3 months post-primary surgery, the patient came in due to instability, and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.